Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was unknown. During troubleshooting, he stated that the insulin pump was not rewound with the reservoir in place and insulin was at room temperature. He stated that it seemed like the o-rings were smaller than usual. The customer declined to complete troubleshooting. The product will not be returned for analysis.